Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl showed a "cassette not attached properly" error. There were no defects/discrepancies noted. The cause of the customer reported problem was the damaged / nonfunctional downstream occlusion (dso) sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor.

Event description:
It was reported that the device did not recognize the cassette. The incident occurred during pre-use testing, and there was no patient involvement.